Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was encountering poor communication and was not sure if their antenna was dirty or what was going on. The patient was trying to turn the ins off due to unrelated medical issues. Additionally, the patient indicated that due to their unrelated medical issues they sometimes "can't release [their] fluid, so [they] have to cut the stimulator off to let [them] go." The patient reported that when their turn their therapy off the will turn stimulation off and to 0 "because that's what seems to work for [them] to get it back to working." Additionally, the patient said that "it acts as¿ where you take something to release the fluids from your body." The patient was able to communicate with the implant after disconnecting the external antenna. The patient then again mentioned unrelated medical issues as well as a previous fall and leg fracture, but these issues were not alleged to be related to the device or therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.